Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had been hospitalized with a hyperglycemic event. The reporter stated that the patient had a blood glucose of 450 mg/dl but did not provide any additional information on symptoms the patient was experiencing. There was no information as to what treatment the patient received while hospitalized. The reporter was unable to provide any additional information aside from that the patient was in the hospital ¿due to the pump¿. No troubleshooting could be performed at the time of the call. This complaint is being reported based on the allegation that the patient was hospitalized and the pump could not be ruled out as a contributing factor.